Event description:
Ethicon harmonic hand piece "wave" (purple hand piece) the min button did not work during surgical procedure. It cut slowly through tissue after about ten minutes. Equipment removed from service and a new one was used. No harm to pt noted. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up.